Event description:
It was reported that the ilet stopped delivering insulin intermittently, meal announcements did not result in insulin dosing, and repeated restart alerts occurred, with a noted consecutive stalled motor alert; the blood glucose was 315 mg/dl. Symptoms included hyperglycemia. Outcomes included device replacement and instructions to shut down the device, return it with a provided label, and set up the replacement while continuing cgm use. Investigation included review of reported alarms, remote troubleshooting, and shipment of a replacement device. Investigation of this device revealed a malfunction consistent with an insulin delivery interruption associated with a stalled motor alert and repeated restarts. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.